Manufacturer narrative:
Product evaluation: the used cartridge was not returned. A photo was provided of the lens in the eye. An area is designated with an arrow. There is a small opaque material observed. No determination can be made as to the origin of the material from the photo. An opened cartridge carton with a lot was returned with five unopened cartridge samples for a lot number. One of the five unopened samples was pulled for evaluation. The unopened cartridge was microscopically examined with no damage observed. No particulate was observed inside the cartridge. The cartridge was functionally tested per the dfu and no lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported foreign material could not be determined. The used cartridge complaint sample was not returned. No determination can be made without physical evaluation of the sample. A photo was provided of the lens in the eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that after inserting 2 iols through the cartridge, an artifact was observed near the wound site. After this occurred twice the cartridges were changed for a new box and the artifact was no longer seen. They assumed the artifact was introduced by the cartridge. Artifact was removed/flushed out and surgery continued. After opening a new box the issue did not present itself again.